Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed that the device had signs of melting on the manifold between 6-9 o&apos;clock positions of the tip. This damage to the tip would lead to display output shorted error, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind from this lot of 304 devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Vapr electrode got shorted while being used in the middle of procedure. It did not work post that. The procedure was completed by converting it to mini open cuff repair. The following information was received from our affiliate via email on (B)(6) 2015; the device was activated for 10 to 15 minutes before it failed. The device was not buried in tissue. The device was new and had not been reprocessed.